Event description:
It was reported that while checking a lead an error message was generated on the programmer. Power to the programmer will be cycled to attempt to clear the error. If that does not resolve the issue the programmer will be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.